Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) has a line on the screen that doesn¿t change from red. There was no patient involvement reported .

Manufacturer narrative:
The getinge field service engineer (fse) encountered the reported issue during a preventative maintenance (pm) and the fse replaced the top display assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
The failure analysis and testing department received the following part associated with this complaint. Display lcd. This part was received with a reported unit failure message of red line on screen. Performed visual inspection of this part received and found spots inside the lcd. Please see attached picture. Due to spots inside the lcd the fat dept. Cannot be investigated this part with test fixture. Retaining display lcd in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.